Event description:
It was reported that the implant disengaged from the driver at the time of placement. The procedure was completed using another device.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
One (1) internal connection universal placement driver tip - long (iipdtul) was returned for investigation. Visual evaluation of the as returned product identified the driver was able to engage, retain and disengage an applicable in-house mating implant as normal during functional testing. No pre-existing condition was noted, and no per form was provided. Bone density type is unknown. The reported implant was located on an unknown tooth site, and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01. Instructions for use for biomet 3i kits and instruments (p-zbdinstrp), rev e 2022/04/01.; warnings and precautions information identified: warnings and precautions. Per the applicable IFU, it is stated that surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Complaint history review: a complaint history review by item number was conducted for the (iipdtul) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: disengaged post market trending review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (disengaged) or product (iipdtul). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, driver malfunction did not occur and implant malfunction could not be verified. Therefore, the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.